Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not returned.

Event description:
It was reported through the stryker facebook page, "lucky you.had.one done and im in pain all the time."